Event description:
It was reported that a continuous tone was heard when the patient changed position from sitting to supine while connected to the power module. When the history was checked on the system monitor, low flow, pump stop, and low speed operation were recorded. The patient was asymptomatic at the time. The log files revealed motor stopped events while connected to the power module. The log file analysis indicated a possibility of driveline damage. The patient was moved to their implant facility to undergo a pump exchange. The pump was exchanged on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), did not confirm an issue that could have contributed to the reported alarms and pump stoppage events. However, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared consistent with potential driveline wire compromise. (B)(6) was returned assembled with the driveline cut approximately 3.25¿ from the pump housing and an additional 5.5¿¿ segment of the driveline was also returned. The sealed inflow conduit (inlet extension, inflow conduit flex section, inlet elbow) and apical sewing ring were not returned. The sealed outflow graft and outflow graft bend relief were not returned. Upon disassembly of the (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21oct2016. The heartmate ii lvas instructions for use (IFU) and the hmii patient handbook are currently available. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The hmii patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for and clean the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.